Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of left coil') and pelvic abscess ('abscess/ CT guided abscess drainage and tube placement within the low pelvis anterior abdominal fluid collection.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical intraepithelial neoplasia. Concurrent conditions included vaginal bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), coital bleeding ("postcoital bleeding") and peritoneal adhesions ("pelvic peritoneal adhesions"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic abscess, dyspareunia, coital bleeding and peritoneal adhesions outcome was unknown. The reporter considered coital bleeding, device dislocation, dyspareunia, pelvic abscess and peritoneal adhesions to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of left coil/ distal portion is coiled in the stomach body and tip is in the stomach fundus') and pelvic abscess ('abscess/ CT guided abscess drainage and tube placement within the low pelvis anterior abdominal fluid collection.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical intraepithelial neoplasia, urinary tract infection and gastroenteritis. Concurrent conditions included vaginal bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), coital bleeding ("postcoital bleeding") and peritoneal adhesions ("pelvic peritoneal adhesions"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic abscess, dyspareunia, coital bleeding and peritoneal adhesions outcome was unknown. The reporter considered coital bleeding, device dislocation, dyspareunia, pelvic abscess and peritoneal adhesions to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: ng tube has been placed. Distal portion is coiled in the stomach body and tip is in thestomach fundus pointing towards the midline. No dilated loops of bowel seen. Bilateral essure implant devices present; on (B)(6) 2012: suspected bilateral hydrosalpinx, either recurrent or chronic. Small bowel findings suggestive of inflammatory bowel process. Bilateral essure implant devices. Kub showing ng tube.; on an unknown date: bilateral essure implant devices again noted there is similar appearance to the pelvis with round and tubular fluid density structures thought to represent dilated fallopian tubes which are slightly decreased in size. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-dec-2021: medical record received. Reporter information, medical history and lab data added. Previously reported event "migration of left coil" is updated to "migration of left coil/ distal portion is coiled in the stomach body and tip is in the stomach fundus" . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of left coil') and pelvic abscess ('abscess/CT guided abscess drainage and tube placement within the low pelvis anterior abdominal fluid collection.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical intraepithelial neoplasia. Concurrent conditions included vaginal bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), coital bleeding ("postcoital bleeding") and peritoneal adhesions ("pelvic peritoneal adhesions"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic abscess, dyspareunia, coital bleeding and peritoneal adhesions outcome was unknown. The reporter considered coital bleeding, device dislocation, dyspareunia, pelvic abscess and peritoneal adhesions to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.